Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a high temperature alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.this investigation is ongoing.

Manufacturer narrative:
H10: additional information received from authorized service provider (asp) who stated the customer refused to pay for repair. As a result of that decision, philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.